Event description:
It was reported that this (rv) right ventricular lead exhibited high out-of-range (oor) shock impedances measuring greater than 200 ohms. The field representative inquired about the vector breakdown however, the only information provided was from the latitude remote monitoring system which provides the most recent commanded test. At the most recent in-office latitude measurement from june 2019 the shock impedance measured 47 ohms. Technical services recommended to consider an in-office check to obtain individual vector breakdown as well as other maneuvers while testing serial impedances. At this time, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this (rv) right ventricular lead exhibited high out-of-range (oor) shock impedances measuring greater than 200 ohms. The field representative inquired about the vector breakdown however, the only information provided was from the latitude remote monitoring system which provides the most recent commanded test. At the most recent in-office latitude measurement from (B)(6) 2019 the shock impedance measured 47 ohms. Technical services recommended to consider an in-office check to obtain individual vector breakdown as well as other maneuvers while testing serial impedances. At this time, this rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this rv lead exhibited high out-of-range pacing lead impedances measuring greater than 3000 ohms, noise which resulted in inappropriate anti-tachycardia pacing, and there was no sensing when an interrogation was performed. Additionally, the patient exhibited a low heart rate of 30bpm. It was noted there was a complete fracture of the lead. Subsequently, the lead was explanted and replaced successfully. No additional adverse patient effects were reported.